Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and upon removing the peel away sheath, the impella was retracted into the aorta. The doctor could not re-advance. The attempts caused the impella to fold on itself. The impella was then explanted. The patient eventually expired in the procedural area. The use of the impella device cannot be conclusively associated with the patient¿s outcome.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues was most likely use-related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13709: e4 should have been left blank. G1 reporting contact fax number missing.